Manufacturer narrative:
Age at time of event: 18 years or older. Device eval by manufacturer:the returned complaint device consisted of a rotablator rotalink plus device. The burr catheter was received attached to the advancer unit. The advancer, handshake connection, sheath, coil, burr and annulus were microscopically examined. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil is stretched. Functional testing was performed by attempting to rotate the drive shaft, however, it was unable to rotate due to the melted ultem. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr exceeded the set operational speed. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified circumflex artery. A 1.25mm rotalink plus was selected for use. During procedure, unusual sound was heard on the device and the rotational speed suddenly increased to 280,000rpm while the set operational speed is 200,000rpm. The procedure was completed with a different device. No complications reported and the patient condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the burr exceeded the set operational speed. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified circumflex artery. A 1.25mm rotalink plus was selected for use. During procedure, unusual sound was heard on the device and the rotational speed suddenly increased to 280,000rpm while the set operational speed is 200,000rpm. The procedure was completed with a different device. No complications reported and the patient condition is good.